Manufacturer narrative:
Concomitant medical products: product ID: ddmb1d1, product type: ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with low blood pressure. An atrial lead position check failure was noted. All therapies disabled. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.